Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had been experiencing charging difficulties. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.